Event description:
A health care professional reported, on behalf of a customer, that the adc blood glucose meter lost calibration and therefore prevented the customer from obtaining a blood glucose result. The health professional further reported the customer "felt ill" and experienced hyperglycemia "right after (B)(6)". Customer was reportedly "stabilized", however, the treatment is unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. Date of event entered is (B)(6) 2013 due to the mention of the event happening "right after (B)(6)". Additionally, the device manufacture date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.